Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the screw was fractured at approximately the middle of the screw post. A review of the device history records revealed no non-conformances to specification. Unable to determine cause of the event.

Event description:
It was reported that the patient underwent surgery in 2006 with posterior instrumentation at l3-s1. The patient underwent an additional surgery on six months later, to remove a broken screw on the right side at s1. It was reported that fusion had not taken place.